Manufacturer narrative:
No unexpected number anomaly was noted. No unexpected button error alarm was noted. The insulin pump had no up arrow button response due to corroded keypad traces and a flattened dome switch. The insulin pump had minor scratches on the reservoir tube window, cracked battery tube threads, missing end cap sticker and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 189 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.